Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre 2 sensor compared to a healthcare meter, on (B)(6) 2021. The customer experienced dizziness, "unable to move," and had a loss of consciousness. The customer had contact with a healthcare provider and a healthcare meter result of 100 mg/dl was obtained compared to a sensor scan of 336 mg/dl, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer's blood pressure, oxygen levels, and EKG were measured, and the customer was diagnosed with hypoglycemia. However, the healthcare provider did not provide further treatment. No further information was provided. There was no report of death or permanent injury associated with this event.